Event description:
This 44-yr-old female was admitted with history of breast cancer requiring l mastectomy with tram flap reconstruction. During the reconstruction phase of surgery the tip of the suture needle broke off in the incision. X-rays were done that confirmed foreign body present. Physician was unable to locate the needle tip. Pt made aware post operatively and does not wish further intervention at this time, per md progress notes.